Event description:
During a mesenteric artery stenting procedure the physician had difficulty with two visi-pro stents. The first visi-pro stent came off of the balloon. The stent catheter needed to be removed because it would not cross the lesion. When removing through the sheath, the stent came off the balloon and was stuck inside the sheath. Sheath was removed. The second visi-pro stent came off of the balloon catheter while trying to advance into lesion. Balloon catheter was removed and the stent was still on the wire. The other groin was accessed and the visi-pro stent was snared and removed from the body. Please reference MDR 2183870-2012-00081 for the first visi-pro stent used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.